Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), emodel: sc-2316-50e, serial: (B)(4), batch: 7091276.

Event description:
It was reported that following a trial procedure, the patient was experiencing weakness in the legs. The patient was sent to the emergency room (ER) and the physician ordered a computerized tomography (CT) scan which showed no bleeding in the spine. The physician believed that patients weakness in the legs was not device related and the cause was unknown. The patient underwent an early lead pull and had been regaining the strength in the legs since. The explanted trial lead was discarded.